Manufacturer narrative:
As reported, hydro-surg irrigator white cap fell off during use. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the white cap (nd valve body plug) of hydro-surg plus irrigator popped off causing the handle to leak irrigation fluid. It was reported that the or staff tightened the white cap prior to use to ensure it was secured onto the nd handle. It was also reported that another irrigator was used to complete the procedure. There was no patient injury.